Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: a 67 year old female patient underwent tevar (thoracic endovascular aortic repair), where 3 zta devices were used. A zta-p-36-209-w1(lote4161545) was successfully implanted right below left subclavian artery. When the physician attempted to advance the second device a zta-p-36-161-w1 (lot e4157016) (complaint device), he experienced a strong resistance at the level of external iliac artery to the common iliac artery area. He kept attempting advancing it but the situation didn't change and removed it from the patient. It seemed the hydrophilic coating had been peeled off during those attempts. The physcian replaced zta-p-36-161-w1 with zta-38-217-w1(lote4164590) and this device could be advanced without no problem to the target site. He placed the stent graft and completed the procedure. The access vessels diameter was about 7mm and no notable calcification was observed. The patient did not experience any adverse effects. No product was returned an no imaging was provided. IFU states: "exercise particular care to potential advancement difficulties in cases with stenosis, thrombosis, calcification, bending and tortuosity exists in the access vessel route [otherwise vessel injury etc. May occur]." The access vessel was about 7 mm and the outer diameter of the introducer sheath on complaint device was 7,1 mm. Review of the device history record gave no indication of the device being produced out of specification. Based on the provided formation it has not been possible to establish the cause of the reported event. However, a narrow access vessel diameter in combination with possible calcification could have contributed to the advancement difficulties. Cook will reopen the complaint if further information is received. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
(B)(4). Similar to device marketed under PMA/510(k): p140016. Investigation is still in progress.

Event description:
Description of event according to initial reporter: a (B)(6) female patient underwent tevar. The access vessels diameter was about 7mm and no notable calcification was observed. The physician advanced zta-p-36-209-w1(lote4161545) over the lunderquist double curved wire guide and placed the stent graft right below left subclavian artery with no problem. Then he attempted to advance the delivery system of zta-p-36-161-w1(lote4157016) but it would not pass the external iliac artery to the common iliac artery area with strong resistance. He kept attempting advancing it but the situation didn't change and removed it our from the patient. It seemed the hydrophilic coating had been peeled off during those attempts. He determined the delivery system should be able to be advanced since the same size of the first device could be advanced, so he replaced zta-p-36-161-w1 with zta-38-217-w1(lote4164590) and this replacement could be advanced without no problem to the target site. He placed the stent graft and completed the procedure. Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The patient did not require any additional procedures due to this occurrence.